Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the touchscreen and discussed installation. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. There was no patient involvement.